Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq 7w ultrasound system. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. The service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.